Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received a power loss alarm. Her blood glucose was unknown. During troubleshooting for power loss alarm, she was advised that a power loss alarm occurs if the battery is out of the pump for greater than 10 minutes. The pump was not alarming at the time of the call. She said that the pump had not recently been stored, not in use for an extended period of time or without a battery for greater than 10 minutes. The customer stated that she has received multiple power loss alarms when the battery was out of the pump less than 10 minutes. She did not have a new battery to test the pump. She was advised to leave the current battery out of the pump for an hour and that minimal pump activity is required to keep the screen off during that hour to ensure that the battery charging is enabled. She was advised to call back after an hour with a new battery in order to test the pump. The insulin pump is not being returned for analysis.